Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator had a blank screen. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.